Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold, high impedance and rising impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.